Event description:
It was reported that during a left mini thorocotomy, upper lobectomy, and biopsy, after firing the initial reload in the device, the knife blade didn't retract back properly which made it difficult to reload. When they managed to get the reload in the unit they went to fire and the device partially cut, but a secure staple line was not formed, so blood was seen. A like device was used to continue the procedure. There was no patient consequence.